Event description:
It was reported "guidewire in double lumen kit has a break in the outer lining creating a stepped/uneven area. There was an issue when attempting to withdraw the wire during insertion. The wire was removed with the introducer inner/cannula and no harm occurred as a result."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1432 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the introducer dilator over the guidewire was confirmed. The product returned for evaluation was one 0.018¿ nitinol guidewire. Usage residues were observed throughout the coil/core region. The proximal end of the coil region was encapsulated by what appeared to be biological residue. Microscopic inspection of the sample confirmed biological residue surrounding the coil wire near the transition. An attempt to insert the guidewire through a non-complainant 4.5fr vessel dilator was unsuccessful because the encapsulated region of the wire was too thick to pass through the dilator bore. Accumulation of biological residue on the guidewire prevented passage of the guidewire through the non-complainant vessel dilator. Such accumulation may occur if the wire is advanced into tissue or left indwelling for an extended period of time.

Event description:
It was reported "guidewire in double lumen kit has a break in the outer lining creating a stepped/uneven area. There was an issue when attempting to withdraw the wire during insertion. The wire was removed with the introducer inner/cannula and no harm occurred as a result."